Event description:
As reported from our affiliates in italy, this was a case of a 23mm sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During the procedure, the only difficulty was crossing the native valve due to severe calcification on the cusps. No damages were found on the devices. One day post-procedure, an aortic dissection was noted caused by the severe calcification of the cusps. 36 hours after the successful valve implant, the patient died due to the aortic dissection. It is unknown if the dissection was closely related to the implantation of the sapien 3 ultra valve.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings, investigation conclusions corrected h6- component code the device was not returned for evaluation. Patient imagery was provided, and calcification was observed in the native annulus. The complaint for difficulty or inability to cross native annulus and/or bioprosthesis was unable to be confirmed as neither the complaint device nor applicable imagery was returned. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaint description reports, "patient presented a severe degree of native valve calcification. During procedure, the only difficulty found was crossing the native valve due to the degree of native valve leaflets." The provided imagery revealed calcification of the native annulus. The presence of calcification cause interaction between the advancing delivery system with thv and calcified nodules present, obstructing the valve crossing and resulting in the reported difficulty crossing the native annulus. As such, available information suggests patient (calcification) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.